Event description:
A cartridge change error was reported with the customer's insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by inspecting the cartridge o-ring and cleaning the pump's pneumatic tap area, helped fill a new cartridge, and guided the customer through the loading process, although the loading was unsuccessful. The customer requested a replacement for the cartridge and insulin, and technical support advised that the cartridge could be replaced, with escalation to customer service for further troubleshooting.